Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient suffered a fall in (B)(6) 2019 deepening the generator with the impact of the fall. As such, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was repositioned in the same pocket.